Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "während der wartung wurde ein defekt des spannungsausfallalarms festgestellt. Mainboard s/n: (B)(6) defekt." Translated in english: "a fault in the power failure alarm was detected during maintenance. Mainboard s/n: (B)(6) defective." (2) health impact: occured during maintenance. Neither harm to the patient, user, or third party nor a treatment delay was reported. Additionally, no clinical signs, symptoms, conditions, health consequences, or impacts were observed.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation of the device and the logfile analysis confirmed that the root cause of the issue was a defective mainboard (part n° msp160200). The device was released on 10.12.2012. At the reported date of event, the device was more than 11.5 years old and had exceeded its expected lifetime of 8 years. The defective component was the originally installed mainboard c2 msp160200 at the time of market release. The correction consisted in the exchange of the mainboard. Following the exchange, the device passed all tests. This incident occurred without patient involvement but if it occurred during ventilation the loss of external power could lead to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable. There was mo patient or user harm.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "während der wartung wurde ein defekt des spannungsausfallalarms festgestellt. Mainboard s/n: (B)(6) defekt." Translated in english: "a fault in the power failure alarm was detected during maintenance. Mainboard s/n: (B)(6) defective." (2) health impact: occured during maintanance. Neither harm to the patient, user, or third party nor a treatment delay was reported. Additionally, no clinical signs, symptoms, conditions, health consequences, or impacts were observed.